Event description:
It was reported that the user experienced a severe high blood glucose event during sleep after the pump connection became disconnected, leading to a rapid rise in glucose. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.